Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. H.3 device eval by manufacturer? Yes. D9: returned to manufacturer on: 24-oct-2024. Investigation summary: bd received one punctured sample for investigation. The samples was unable to be evaluated by functional testing because the tube had already been used. Additionally, 10 retention samples from bd inventory were evaluated by functional testing and no issues were observed relating to tube push off as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode tube push off. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked, trended, and reviewed for identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® k2e (edta) 18.0mg plus blood collection tubes, one device was pressurized instead of containing vacuum. Blood was pushed back towards the patient instead of into the device. There were no health consequences or impacts reported.

Manufacturer narrative:
D4. Medical device lot#: unknown. D4. Medical device expiration date: unknown. H4. Device manufacture date: unknown. Initial reporter e-mail: (B)(6). A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® k2e (edta) 18.0mg plus blood collection tubes, one device was pressurized instead of containing vacuum. Blood was pushed back towards the patient instead of into the device. There were no health consequences or impacts reported.